Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (hcp, rep): information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during the intra operative impedance check there were high impedances on 3 electrodes. Troubleshooting included rechecking with higher amplitude and unplugging and plugging the lead back in, but there was no change. The healthcare provider stated that the screw was not screwing in all the way; it wouldn¿t ¿click¿ it just kept turning. A new ins was opened and used with no abnormal impedances noted, so the issue was resolved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.